Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported "valve leak when squeezing implant" and "particles in valve." The device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, valve leak and/or damage, other-technical.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation, valve leak and/or damage: observed, delamination total in the valve assessed, as adhesive failure. And observed, cracked valve seat diaphragm valve. Other-technical: not observed. Additional observations: observed, creases on the surface of the device. Observed, wear abrasion on the surface of the device. Observed, white particles inner the surface of the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, additionally reported, "valve leak when squeezing implant" and "particles in valve". The device has been explanted and replaced.